Event description:
Additional information, it was reported that during implant the pulse generator exhibited a telemetry anomaly. The device was not used and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that all the telemetry coils were broken/detached from the hybrid which resulted in a telemetry anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.